Event description:
The device has been explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "due to a severe increase in the firmness of the prostheses in both breasts" and "intracapsular rupture on the left, clinically diagnosed with baker IV contracture." And ¿breast implants with irregular contours, thickened capsule measuring 21mm with multiple ripples" and ¿due to a severe increase in the firmness of the prostheses in both breasts" this is for the left side device. The device remains implanted.

Event description:
Healthcare professional reported "due to a severe increase in the firmness of the prostheses in both breasts" and "intracapsular rupture on the left, clinically diagnosed with baker IV contracture." And ¿breast implants with irregular contours, thickened capsule measuring 21mm with multiple ripples" and ¿due to a severe increase in the firmness of the prostheses in both breasts" this is for the left side device. The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Wrinling of the skin: no observed. Wrinkling: no observed. Ischemia: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported left side "due to a severe increase in the firmness of the prostheses in both breasts" and "intracapsular rupture on the left, clinically diagnosed with baker IV contracture" and ¿breast implants with irregular contours, thickened capsule measuring 21mm with multiple ripples" and ¿due to a severe increase in the firmness of the prostheses in both breasts", and ischemic suffering. Healthcare professional reported later reported "chronic seroma". Patient undergone capsulectomy. The device has been explanted and not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported left side "due to a severe increase in the firmness of the prostheses in both breasts" and "intracapsular rupture on the left, clinically diagnosed with baker IV contracture" and ¿breast implants with irregular contours, thickened capsule measuring 21mm with multiple ripples" and ¿due to a severe increase in the firmness of the prostheses in both breasts", and ischemic suffering. Healthcare professional reported later reported "chronic seroma". Patient undergone capsulectomy. The device has been explanted and not replaced.